Manufacturer narrative:
Continuation of d10: product ID 7435 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 7435, serial/lot #: (B)(6), ubd: , UDI#: g2. Foreign: united kingdom h3 device evaluation: analysis found that the patient programmer was scrapped due to corroded battery contacts and that the device doesn't start up with new batteries, so the system could not be tested. D9 and h3 refer to the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that there was a reverse issue. The patient took out the batteries out of the patient programmer and when she put new batteries in, the programmer stopped working. No patient / user complications / harms as a result of this issue.